Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the IV tubing set cracked and broke off after the rn flushed and disconnected the syringe.

Manufacturer narrative:
Continued from d11-10ml syringe lot 9351580 exp 2022-11-30, 0.9% sodium chloride injection additional information added to: d4, d10, d11, h4 & h6, (device code). The customer¿s report that the IV tubing set (model me2017) cracked and broke after the rn flushed and disconnected the syringe was not confirmed. However, breakage was observed on the bd1 10ml syringe. The extension set and syringe were visually inspected for cracks, misassemblies or damages to the components. Functional testing could not be performed due to the set¿s broken male luer tip lodge inside the extension set female luer. No issues were observed with the suspect set model me2017 during visual inspection. Bd1 bu was informed of the reported issue involving the concomitant 10ml bd syringe. Device history record for model me2017 lot 19107052 shows that the set was manufactured on 30 october 2019 with a total of 12,003 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that the IV tubing set cracked and broke off after the nurse flushed and disconnected the syringe. Although requested, there has been no impact to patient response or additional event information made available to date.